Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of currently being in the hospital for high blood glucose of 610mg/dl and diabetic ketoacidosis. The customer treated with food and insulin. Troubleshooting was performed and found that the customer's blood glucose was 146mg/dl the night before the hospital stay and then shot up to 400mg/dl a few hours later. Customer indicated that they went to the hospital when they discovered it was at 400mg/dl. Customer indicated that they will monitor the pump and blood glucose. No further details given.